Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Surg today. 1997;27(10):969¿70.

Event description:
It was reported via a journal article: iwabuchi s, koike k, okabe t, et al. Iatrogenic paraplegia caused by surgicel used for hemostasis during a thoracotomy: report of a case. Surg today. 1997;27(10):969¿70.iwabuchi et al. Reports a case of a patient ((B)(6) yo) that presents with paraplegia, 1 day after a right lower lobectomy. During the surgery the surgeon placed surgicel and bone wax to control bleeding from the 5th intercostal artery. The surgeon cut the surgicel into small pieces and packed the hemostate into the intercostal space. Bone wax was then impacted on top of the surgicel to prevent the surgicel from becoming dislodged. Following the procedure, the patient developed paraplegia below t-5. MRI on pod 1 revealed a shadow mass compressing the spinal cord, initially thought to be a hematoma. The patient was returned to the operating room for an emergency laminectomy where a piece of surgicel posterior to the spinal cord was removed. The patient has since regained much of their motor function lost and can ambulate with the assistance of crutches.